Manufacturer narrative:
Concomitant medical products: product ID: 3886, lot# j0228114v, product type: lead. (B)(4).

Event description:
The healthcare professional, via the manufacturer representative, reported the implantable neurostimulator was removed due to infection, but the lead remained implanted. No specifics of the event were known and additional information could not be obtained at the time of this report.